Event description:
Patient with dual lumen powerport arrived in CT. During contrast injection patient heard a "pop" and then noted pain above port. The injection was noted to be below psi limits. A lump was felt at the port site post event. Port check noted that the lateral reservoir had not return and contrast extravasation noted. FDA safety report ID# (B)(4).